Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and compromised force sensor system. The customer's blood glucose level at the time of incident was 457mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted and the derive support cap was protruded. The customer was advised the pump was not safe to use and would have to be replaced. The customer had secondary in warranty pump to use.